Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within eight weeks of implant, the implantable cardiac monitor (icm) came out of the body. The icm is no longer in use. No patient complications have been reported as a result of this event.